Event description:
Patient was undergoing a microwave ablation procedure of the liver with intercostal access. After uneventful microwave ablation probe placement and 4 minutes of burning, the procedure was temporarily halted to work to reduce blood pressure. The patient did have some coughing during this time. The probe was placed in "tissue-lock" mode. After turning off the tissue-lock mode, the probe gave an error and, upon probe removal, it was noted to be fractured with 10 cm left in the patient. In addition, CT scan showed large amount of co2 throughout the abdomen, mediastinum, and infiltrating the subcutaneous fat to the neck. The patient required an emergent laparotomy to remove the fractured probe and complete the ablation. The patient required a prolonged hospital stay to recover from the surgery. FDA safety report ID# (B)(4).